Event description:
Boston scientific crm received info that this right ventricular (rv) lead exhibited high threshold measurements of 6.5 volts and loss of capture (loc). The pt is pacemaker dependent. It was reported that threshold measurements had historically been trending up. The pt recently went into a rhythm of torsades de pointes and the physician was wondering if the pt having a tattoo could effect the lead performance. To date, no further adverse pt effects were reported.

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.